Manufacturer narrative:
Block b3: date of event was approximated to 2/01/2024. Based on the date the manufacturer became aware of the event. Block e!: initial reporter phone: (B)(6). Block h6: imdrf device code a15 captures the reportable event of unable to release from catheter.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clips devices were used during a procedure performed on an unknown date. During the procedure, it was reported that the device had a trigger problem. Additionally, the same problem occurred on the other resolution clip device. There were no patient complications have been reported as a result of this event.